Event description:
Event verbatim [preferred term]. One of therma-care heat wraps burned her [thermal burn], narrative: this is a spontaneous report from a non-contactable consumer from a pfizer-sponsored program pfizer first connect. A female patient of an unspecified age started to use thermacare heatwrap (thermacare heatwrap) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient stated one of thermacare heatwraps burned her. She stated that she has a claim number, spoke with a paralegal and was supposed to hear from someone by the end of september, but did not. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction?: no. Severity of harm: n/a. Site sample status: not received. Follow-up ((B)(6) 2020): new information received from product quality complaints (pqc) group included: product quality investigation results. No follow-up attempts are possible. No further information is expected.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction?: no. Severity of harm: n/a. Site sample status: not received.

Event description:
Event verbatim [preferred term]: one of thermacare heatwraps burned her [thermal burn]. Narrative: this is a spontaneous report from a non-contactable consumer from the pfizer-sponsored program pfizer first connect. A female patient of an unknown age started to use thermacare heatwrap (thermacare heatwrap) on an unknown date for an unknown indication. Relevant medical history and concomitant medications were not reported. The patient stated one of thermacare heatwraps burned her on an unknown date. She had a claim number, spoke with a paralegal and was supposed to hear from someone by the end of (B)(6) 2020, but did not. The action taken with thermacare heatwrap in response to the event and the clinical outcome of the event were unknown at the time of the report. The product quality complaint group provided the following investigation results that yielded no product quality issues. Product: thermacare heatwrap. Lot number: unknown. Expiration date: unknown. Description of compliant: "thermacare heatwraps burned her". Complaint sub-class: adverse event/serious/unknown. Reasonably suggest device malfunction: yes. Severity of harm: s3. Site sample status: not received. Summary of investigation: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. There was limited device specific information provided, no batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. Expedite trend identified?: no. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (20oct2020): new information received from product quality complaints (pqc) group included: product quality investigation results. No follow-up attempts are possible. No further information is expected. Follow-up (02feb2021): new information received from the product quality complaint group included: updated reasonably suggest device malfunction and severity of harm. No follow-up attempts are possible. No further information is expected.

Manufacturer narrative:
Product: thermacare heatwrap. Lot number: unknown. Expiration date: unknown. Description of compliant: "thermacare heat wraps burned her". Complaint sub-class: adverse event/serious/unknown. Reasonably suggest device malfunction: yes. Severity of harm: s3. Site sample status: not received. Summary of investigation: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. There was limited device specific information provided, no batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. Expedite trend identified?: no. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
One of therma-care heat wraps burned her [thermal burn], , narrative: this is a spontaneous report from a non-contactable consumer from a pfizer-sponsored program pfizer first connect. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap), via an unspecified route from an unspecified date for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient stated one of therma-care heat wraps burned her. Stated that she has a claim number, spoke with a paralegal and was supposed to hear from someone by the end of sep but did not. The action taken for the product and event outcome was unknown. Additional information has been requested and will be provided as it becomes available.